Event description:
It was reported that the lead was removed and replaced due to high thresholds. Unable to get good thresholds with patient's anatomy. A new lead was placed in a new location. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) no anomalies found. Proximal conductor had blood/body fluid, outer insulation breached cut. The full lead was returned and analyzed.